Event description:
The user facility reported the aic was unable to recognize the purge disk. The aic was replaced. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
Additional information received that the procedure outcome was patient did not survive. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined, and a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue b5 additional information received regarding the patient outcome and mso statement d1 model number was erroneously entered on the initial manufacturer device report number. D4 model number was erroneously entered on the initial manufacturer device report number. D9 device returned date was inadvertently omitted on the initial manufacturer device report number g1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number. H3 device not returned was erroneously selected yes on the initial manufacturer device report number. H5 was erroneously selected yes on the initial manufacturer device report number. H6 medical device problem code 3270 and type of investigation 4114 was erroneously entered on the initial manufacturer device report number. H8 was erroneously selected on the initial manufacturer device report number. H10 statement erroneously stated the device was not returned on the initial manufacturer device report number.